Event description:
It was reported by the affiliate that during an unk procedure, the device did not fire, the cartridge fell out. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.